Event description:
Note: this report pertains to the second of three hologic devices used in the same procedure. See associated medwatch MFR's report# 1222780-2011-00191 and 1222780-2011-00193. Following a hysteroscopy and sounding the physician tried several times to seat the novasure disposable device during an endometrial ablation. Due to several unsuccessful cavity integrity assessment (cia) tests she performed a hysteroscopy. The physician did not see a perforation but said she felt she had perforated the uterus. The novasure procedure was aborted and the pt was discharged home. A sounding was done with both a metal sound and hologic's suresound prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot number of the suresound not provided by the complainant, therefore the expiration date is not known. The suresound is not being returned therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant, therefore the manufacture date is not known. According to the instructions for use (IFU) adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).